Event description:
It was reported that while testing the new box of tips one of them easily pulled apart (the shaft from the base). There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
The device has not yet been rec'd at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted after the quality investigation is complete.